Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The conclusion remains the same.

Event description:
Edwards received notification from our affiliate in mexico. As reported, this was an implant case of a 20mm sapien 3 valve in aortic position by transfemoral approach. Native annulus of the patient was 332.7mm2. It was decided to deploy the valve 12ml. No bav was performed. After the initial deployment, mild pvl was visible in angiography. Extra 0.5ml were added to the balloon to post-dilate the valve with12.5ml total, no pvl was visible after that. Implant depth was around 90/10. A tte was performed at the end of the procedure, and it showed mild to moderate central aortic insufficiency. At this time, it was decided no to perform any extra actions and patient was moved to a recovery room. Approximately, fifteen (15) days post-implant, the non-coronary leaflet showed restricted movement in tee. The patient was presenting congestion and was hospitalized with non invasive ventilatory support. On pod50, a valve in valve was performed with a second 20mm sapien 3 valve. The implant went well and the post implant echo showed a mean gradient of 15mmhg. No central or paravalvular leak was visible. Patient was discharged on day 3 post-procedure. The patient had no symptoms or complications after de viv. As per medical opinion, the root cause of the event may be related to the restricted motion of one valve leaflet.

Manufacturer narrative:
Supplemental report submitted to include image evaluation findings. Significant regurgitation was present on the final fluoroscopy cine-loop and confirmed to be mild to moderate in severity on transesophageal echocardiogram, with the operator reporting restricted motion (echocardiography images provided do not clearly show leaflet motion for comment). The most common causes of central regurgitation of the sapien 3 prosthesis relate to: improper leaflet coaptation/ prolapse or general leaflet damage during preparation and/or procedure. Overexpansion of the thv. Incorrect thv sizing. Malposition of the thv. The most likely cause of the central regurgitation in this case, could be the result of the restricted expansion (due to severe calcifications) impacting leaflet motion. Nevertheless, it is not possible to exclude damage caused during preparation (crimping) or iatrogenic procedural maneuvers or relating to overexpansion of the sapien 3 prosthesis. The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve central regurgitation and leaflet motion restriction were confirmed based on the provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, ''it was decided to deploy the valve 12ml. No bav was performed. After the initial deployment, mild pvl was visible in angiography. Extra 0.5ml were added to the balloon to post-dilate the valve with12.5ml total, no pvl was visible after that. Implant depth was around 90/10. A tte was performed at the end of the procedure, and it showed mild to moderate central aortic insufficiency''. Fifteen days post-implant, the non-coronary leaflet showed restricted movement in tee. The patient has not been discharged since the implant date. The patient was presenting congestion and was currently with non-invasive ventilatory support. For the complaint of leaflet motion restriction, per imaging evaluation, waist appeared on deployed valve, which was indicating under expanded valve due to restriction from calcification at landing zone. The under expanded valve could lead to the suboptimal leaflets coaptation, resulting in leaflets motion restriction as reported. Available information suggests that patient factors (calcification) and/or procedural factors (under expanded valve) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. For the complaint of valve central regurgitation, an existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. In this case, the under-expanded valve possibly due to calcification in the landing zone resulted in the ability of the valve leaflets to properly function by a creating a gap between the leaflets. The resulting gap could interfere with proper leaflet coaptation by restricting leaflet motion and giving rise to central regurgitation. As such available information suggests that patient factors (calcification) and/or procedural factors (under expanded valve) may have contributed to the reported event. The technical summary is applicable to this reported event because calcification and over expanded valve are identified as potential root causes of the central regurgitation. No further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in mexico. As reported, this was an implant case of a 20mm sapien 3 valve in aortic position by transfemoral approach. Native annulus of the patient was 332.7mm2. No bav was performed. After the initial deployment, mild pvl was visible on angiography. An extra 0.5ml of fluid were added to the balloon to post-dilate the valve with 12.5ml total, no pvl was visible after that. Implant depth was around 90/10. A tte was performed at the end of the procedure, and it showed mild to moderate central aortic insufficiency. At this time, it was decided not to perform any extra actions and patient was moved to the recovery room. Approximately, fifteen (15) days post-implant, the non-coronary leaflet showed restricted movement on tee. The patient has not been discharged since the implant date. The patient was presenting congestion and was currently with non invasive ventilatory support. As per medical opinion, the root cause of the event may be related to the restricted motion of one valve leaflet.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device remains implanted.